Event description:
When inserting the lumbar drain, the patient felt numbness down her leg. The drain was retracted to reposition. Upon removal of the drain, we discovered part of the end of the catheter was missing. (Apparently sheared off by access needle.) We removed the access needle to check for missing fragment but did not see it. A new access needle was used, and new lumbar drain was placed.